Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Additional information was requested from the user facility. From the responses received, it was determined that the fracture had occurred during reinsertion. No anomalies were reported on the guide wire prior to the procedure and no resistance was reported during the insertion or reinsertion of the device in the catheter. The guidewire was returned for analysis. Visual inspection revealed a fracture 196.1 cm from the proximal end and a kink 145 cm from the proximal end. The fractured portion of the guidewire was sent to the scanning electron microscopy (sem) lab for analysis. Analysis revealed that the fracture occurred due to fatigue in a bending cyclic motion. No material anomalies were noted. Based on the investigation findings and information provided, the guidewire performance was limited due to the procedural/anatomical factors encountered during procedure. The root cause was determined to be operational context.

Event description:
The microcatheter and guidewire accessed the target lesion and six coils were deployed into the aneurysm. Angiography was taken and a thrombus was noted in the distal portion of the anterior cerebral artery (aca). As the physician was advancing the guidewire for urokinase injection, the distal portion of the guidewire kinked and broke inside the catheter. The physician retrieved the distal portion of the guidewire with a gooseneck snare. Another guidewire was used to complete the procedure. There was no consequence or impact to the patient.

Event description:
The microcatheter and guidewire accessed the target lesion and six coils were deployed into the aneurysm. Angiography was taken and a thrombus was noted in the distal portion of the anterior cerebral artery (aca). As the physician was advancing the guidewire for urokinase injection, the distal portion of the guidewire kinked and broke inside the catheter. The physician retrieved the distal portion of the guidewire with a gooseneck snare. Another guidewire was used to complete the procedure. There was no consequence or impact to the patient.